Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the shortness of breath, acute respiratory failure, hypoxia, hypercapnia, acute on chronic diastolic heart failure, hypertensive urgency, and atypical pneumonia are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that the shortness of breath, acute respiratory failure, hypoxia, hypercapnia, acute on chronic diastolic heart failure, hypertensive urgency, and atypical pneumonia are addressed as potential procedural complications when using farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of respiratory failure, heart failure, hypoxia, hypertension, dyspnea and pneumonia are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of shortness of breath, acute respiratory failure, hypoxia, hypercapnia, and atypical pneumonia are known inherent risks of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: infection, respiratory distress/insufficiency/dyspnea." The adverse event related to patient condition cause code was selected for the "heart failure" and "hypertension" reported codes. The acute on chronic diastolic heart failure and hypertensive urgency reflect a cardiovascular decompensation related to the patient's underlying condition, with no evidence that the farawave device caused or contributed to the event. The shortness of breath and acute respiratory failure with hypoxia and hypercapnia are most consistent with the reported atypical pneumonia. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced shortness of breath, acute respiratory failure with hypoxia and hypercapnia, acute on chronic diastolic heart failure, hypertensive urgency, atypical pneumonia. Two days after a pulse field ablation (pfa) procedure using a farawave catheter the patient presented to the emergency room (ER) from an outside facility with shortness of breath. The patient arrived at the ER on bilevel positive airway pressure (bipap). The patient was then admitted for acute respiratory failure with hypoxia and hypercapnia, acute on chronic diastolic heart failure, hypertensive urgency, and atypical pneumonia. In addition to the bipap, the patient was treated with nicardipine, furosemide, ceftriaxone, doxycycline, ketorolac, sotalol, amlodipine, and oxygen. The patient was discharged with home oxygen and continued oral antibiotics. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced shortness of breath, acute respiratory failure with hypoxia and hypercapnia, acute on chronic diastolic heart failure, hypertensive urgency, atypical pneumonia. Two days after a pulse field ablation (pfa) procedure using a farawave catheter the patient presented to the emergency room (ER) from an outside facility with shortness of breath. The patient arrived at the ER on bilevel positive airway pressure (bipap). The patient was then admitted for acute respiratory failure with hypoxia and hypercapnia, acute on chronic diastolic heart failure, hypertensive urgency, and atypical pneumonia. In addition to the bipap, the patient was treated with nicardipine, furosemide, ceftriaxone, doxycycline, ketorolac, sotalol, amlodipine, and oxygen. The patient was discharged with home oxygen and continued oral antibiotics. The device is not expected to be returned for analysis due to disposal.